Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/17/2016 with the following findings: during investigation, all keypad buttons were responsive and no damage was found to the keypad. The keypad was removed to find no damage to the button contacts. Unrelated to the original complaint, the pump was opened to find moisture damage inside the pump case. Additionally, the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue: all buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.